Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was unable to be connected to the remote monitoring application via bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable and will continue being monitored.